Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email hospitalization as a result of low blood glucose levels. Customer's blood glucose was 19 mg/dl. Customer advised their blood glucose level went down and they fell off a ladder. Customer is hard of hearing and could not hear the alerts that he was going low. Customer advised they set their insulin pump to vibrate mode, however, it does not do a good job alerting them when their sugar levels fluctuate. Troubleshooting for the low blood glucose was performed. Customer advised they usually go low on days where they do physical activity. Customer was able to perform the displacement test and properly prime. Customer was advised to monitor their insulin pump.